Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and showed that high alarm displayed: cassette not attached properly in history. During analysis, the customer's concern regarding "cassette not attached, but it is" was confirmed. According to history the customer only used the unit on 3 occasions then it failed. Service will replace the upstream occlusion (uso) sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached". No patient was involved in this event. No adverse effects were reported.